Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were cases of this lead being related to pericardial effusions. The issue was resolved. No additional adverse patient effects were reported.